Manufacturer narrative:
The opi2 reagent lot number was 872101 with an expiration date of 31-aug-2026. Product labeling states: "opiates ii provides only a preliminary analytical test result. A more specific alternate chemical method must be used in order to obtain a confirmed analytical result. Gc-ms is the preferred confirmatory method. Clinical consideration and professional judgment should be applied to any drug of abuse test result, particularly when preliminary positive results are used." The investigation is ongoing.

Event description:
The initial reporter complained of positive results for 1 patient's urine sample tested for online dat opiates ii (opi2) on a cobas 8000 cobas c 502 module. The initial result from the c502 module was reportedly 62 (positive). The doctor allegedly questioned the result and requested repeat testing. The repeat result was reportedly 32 (positive). A 2nd urine sample was obtained on the day of the event, and the result was reportedly "[-]" 477 ( negative). A serum sample and the original urine sample were sent to an external laboratory, and the result for both samples from an unspecified method was reportedly "negative."